Event description:
It was reported that during the surgery the anchor was broke inside the patient. As per customer report all the pieces were removed from the patient. No patient injury was reported. Back-up device was used to complete the surgery.

Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Without the return of the anchor the reported complaint of breakage cannot be confirmed. Visual assessment of the inserter showed no abnormalities. Functional assessment of the inserter confirmed it functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.